Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead in the his bundle was double-counting; both the stored and current electrograms (egm) showed double-counting and there were short v-v interval counts. The sensitivity was reprogrammed - with intermittent undersensing then occurring - and changes could not resolve the sensing issues to obtain appropriate his sensing. The lead remains in use. No patient complications have been reported as a result of this event.